Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. Pt involvement is unk. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu pcb. The unit passed extended self testing.

Manufacturer narrative:
Multiple attempts to customer have been made with no customer response. If the customer reports further info, the complaint record will be amended.